Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had no motor movement or negligible movement and retries to free a stuck motor failed alarm. Customer's blood glucose value was 175 mg/dl. The customer was assisted with troubleshooting. The customer stated that they were able to clear the alarm. Customer started they were not able to rewind the insulin pump. Customer stated that insulin pump was exposed to money clip high magnetic field. Customer stated that displacement test was passed and self test was failed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.